Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 159 mg/dl. Reportedly, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer simply cleared the alarm and resumed insulin delivery to address the issue.